Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility.

Event description:
A report was received that a patient was having difficulty charging. The physician revised the patient's pocket to a shallower depth. During the revision, the physician chose to replace the ipg as the patient has had the ipg for 4 years. The physician did not suspect any malfunction. The patient is doing fine after the procedure.